Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "over the past 3 months there is evidence of marbling presumably as a result of radial arterial catheter placement. Limb perfusion problems and hematomas. During the period, the patients' situation was monitored and an attempt was made to understand whether the problems were caused by inadequate use of the garrison. After the case evaluation and monitoring phase, ruling out issues of inappropriate use of the material, we agree with the clinical team to perform materiovigilance reporting. We cannot trace the actual batch of material used for the six patients monitored over a three-month period." Associated complaints 3006425876-2024-00651, 3006425876-2024-00652, 3006425876-2024-00653, 3006425876-2024-00654, 3006425876-2024-00650 and 3006425876-2024-00649.

Event description:
It was reported that: "over the past 3 months there is evidence of marbling presumably as a result of radial arterial catheter placement. Limb perfusion problems and hematomas. During the period, the patients' situation was monitored and an attempt was made to understand whether the problems were caused by inadequate use of the garrison. After the case evaluation and monitoring phase, ruling out issues of inappropriate use of the material, we agree with the clinical team to perform materiovigilance reporting. We cannot trace the actual batch of material used for the six patients monitored over a three-month period." Associated complaints 3006425876-2024-00651, 3006425876-2024-00652, 3006425876-2024-00653, 3006425876-2024-00654, 3006425876-2024-00650 and 3006425876-2024-00649.

Manufacturer narrative:
(B)(4). The customer provided one file containing three photos for analysis; the complaint of patient/user complication was able to be confirmed by the photos as they revealed a discoloration of the arms. The customer returned one arterial catheter for analysis. Signs of use were observed. Visual analysis did not reveal any obvious defects or anomalies on the returned catheter. The length of the catheter body from the juncture hub to the distal tip measured 84 mm, which is within the specification limits of 82-86 mm per catheter product drawing. The outer diameter of the catheter body measured 1.05 mm, which is within the specification limits of 1.04-1.06 mm per catheter product drawing. The catheter was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire." A lab inventory 0.533 mm guide wire was threaded through the catheter and was able to advance through with little to no resistance. A lab inventory syringe filled with water was used to flush the distal lumen. The distal lumen flushed as intended without leaks or blockages observed. R & d and clinical and medical affairs (cma) was contacted as a part of this complaint investigation. Cma stated the condition observed on the patient's arm is a result of the patient needing a significant amount of blood pressure medication support. The catheter reduces the blood flow, and the medication causes constriction of the vessel around the catheter to promote high trunk (brain, kidney, heart) circulation. Therefore, the observed condition is due to the patient scenario. A device history record review was performed based, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "clinicians must be aware of complications/undesirable side effects associated with arterial procedures including, but not limited to septicemia, vessel wall perforation, thrombosis, embolization, hematoma, arterial spasm, tissue necrosis, hemorrhage, peripheral ischemia and infarction, peripheral nerve injury, air embolism, site infection, cellulitis, catheter related bloodstream infection (crbsi)." The customer report of a patient complication was confirmed by visual inspection of the customer supplied photos as they revealed a discoloration of the arms. The returned catheter met all relevant visual, dimensional, and functional requirements. Cma stated the observed condition on the patient is a result of needing blood pressure medication support. The complaint issue is not related to the quality of the product. A device history record review was performed, and no relevant findings were identified. Based on the customer photos, customer report, and comments from cma, use error (patient condition) caused or contributed to the reported event. Teleflex will continue to monitor and trend for reports of this nature.